Event description:
On (B)(6) 2012 a pharmacist contacted lifescan on behalf of the lay user/patient from (B)(6) alleging that the patient's onetouch verio iq meter was prompting an unspecified message. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the pharmacist mentioned that the alleged message was in regards to an alleged issue with the tests trips. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unspecified message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.